Event description:
Mid 70¿s female with history of atrial fibrillation. In ep lab for procedure: electrophysiology study, rf ablation posterior wall, af driver. When the reprocessed josephson ep catheter was removed from the box, the end was broken off. Not used on the patient. Manufacturer response for ep catheter, josephson (per site reporter). Will obtain.